Event description:
Guide wire unraveled when physician attempted to remove procedure needle off the end of the wire. Rij (right internal jugular vein) site was stuck on first pass, but again encountered difficulty in placing guidewire. Reversed wire, which allowed it to easily pass. Physician notes that the c curve end of the wire frayed and unraveled. Physician attempted to cut the wire below the unravel in hopes of saving the stick given difficulties of procedure thus far, but could not, so wire removed. The end that was in situ in the patient was intact and not unraveled. No known harm to patient.